Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris pump module smartsite infusion set is defective, soft and kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing backups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber. D1: medical device brand name: bd alaris pump module smartsite infusion set. D2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI #: (B)(4). D4: medical device catalog #: 2420-0007. D4: medical device lot #: 22115227. D4: medical device expiration date: 07-nov-2025. H4: device manufacture date: 23-jan-2023. G2: manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320. H6: investigation summary a complaint of tubing being too soft and kinking easily was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23015527 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set is defective, soft and kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing backups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber.

Event description:
It was reported that the unspecified bd¿ infusion set is defective, soft and kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing backups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber.

Manufacturer narrative:
Investigation summary a complaint of tubing being too soft and kinking easily was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set is defective, soft and kinks. The following information was provided by the initial reporter: the tubing is too soft and kinks too easily causing backups or sometimes even an IV restart. It looks like the lot number is (10)2305527 and it can kink anywhere, but most occurrences are just below the drip chamber.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.